Event description:
On (B)(6) 2012, pt reported she has experienced bleeding and wetness at her infusion sites and has woken up with blood glucose in the 300-400 mg/dl range. This has occurred over the past 2 months, and she has knots on her side from the infusion sets. She changes the infusion set and cartridge every 1-2 days. She rotates her sites, and the infusion tubing clicks into place. She notices the insulin leak when her clothes are wet. No alert or error messages were received on the infusion device. Pt did not wish to continue troubleshooting, and she had discontinued use of the infusion device and switched to insulin injections. Pt was sent infusion sets with a longer cannula, and the alleged infusion sets requested for eval. Four add'l attempts were made to f/u with the pt, and these were unsuccessful.